Event description:
Customer reported a previous incident of high blood glucose level with an unspecified highest value, which was simply displayed as "high." Cause was not known. To address the high blood glucose, the customer administered a correction bolus through the pump. Customer continued to use the pump for insulin therapy.